Manufacturer narrative:
Age, weight, ethnicity: unk. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm5_13.2 implantable collamer lens of -6.00 diopter was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022 a repositioning was performed but did not resolve the problem. On (B)(6) 2022 the lens was exchanged with a shorter length lens due to excessive vault. This resolved the problem. Cause is reported as the device - asian patient with different ocular parameters.

Manufacturer narrative:
H3 - device evaluation: the lens was returned in a microcentrifuge vial with residue/debris on product. Visual inspection found haptic broken and fibre on lens surface. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).